Event description:
It was reported that telemetry lights flash on and off, even with no device under the programmer rf (radio-frequency) head. The physician also reported the programmer turned off or lost telemetry during normal use, but the issue could not be reproduced. It was also noted the fan was noisy. The programmer and rf head were returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: rf (radio frequency) head passed functional testing and operated as required. The rf head label coating was found peeling.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).